Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# FDA-2014-n-0736-1064) in united states on 02-sep-2015 who had essure (fallopian tube occlusion insert) placed in 2011. Consumer stated that almost immediately after essure placement, she started to have sharp pains in her pelvic region. She went to her doctor several times about it. She was a completely healthy woman and the pains did not start until after she had essure placed. She was in pain every day that got so bad she would lay in a fetal position and cry. Every medicine she took to try to take the pain away did not help at all her. After almost two years of suffering she found a doctor that was willing to remove the coils and her fallopian tubes. She was much better for a few months and then the pains started to come back resulting in a total hysterectomy, at the age of (B)(6). In 2014, due to scar tissue that had formed, she feels amazing now and back to feeling like her again. Essure has affected her family for two years. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and almost immediately after essure placement, started to have sharp pains in her pelvic region. This event, seen as pelvic pain, is serious due to required intervention and is listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, soon after placement, she had this pelvic pain. She was in pain every day and sometimes the pain was so bad that she would lay in a fetal position and cry. She was much better for a few months and then the pains started to come back resulting in a total hysterectomy, at the age of (B)(6). Given event's nature and close temporal relationship, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and almost immediately after essure placement, started to have sharp pains in her pelvic region. This event, seen as pelvic pain, is serious due to required intervention and is listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, soon after placement, she had this pelvic pain. She was in pain every day and sometimes the pain was so bad that she would lay in a fetal position and cry. She was much better for a few months and then the pains started to come back resulting in a total hysterectomy, at the age of (B)(6). Given event's nature and close temporal relationship, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.